Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and low amplitude, leading to an inappropriate electric shock. The physician believed that the electrode migrated. Upon review, it was confirmed that the s-ICD delivered an electric shock due to oversensing. The smart feature disabled was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.